Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device has been received and is currently in the evaluation process. (B)(4) x-ray and revision surgery although there is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information and clarification were provided by the reporter. Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three (3) locking screws associated with a philos plate were discovered to have migrated (loosened) during an x-ray review performed on an unknown date. The original date of implant is unknown. Revision surgery was required and was performed on (B)(6) 2015. During the revision surgery, it was noted that a fourth locking screw had also become loose and no longer locked. The philos plate and four locking screws were explanted during the revision surgery. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the construct (1 philos plate and 4 screws) condition is clean and shows no visual deviations. Slight scratches on outer surface of the plate and on the inner face are clearly visible. The thread holes show marks of use, but, the threads were all measurable. A functional test was performed to analyze the proper engagement of the locking head screws into the locking holes of the plate. The screws could be engaged and locked in the plate holes as intended. Therefore, the functional testing was successful and no functional issue could be identified. It cannot be determined whether the screw had been tightened with 1.5 nm torque limiter attachment or an aiming device with outer sleeve was used as advised in the surgical technique. The instruments ensure that the locking screw is correctly locked in the plate and inserted in the correct angle. If the locking screw is inserted improperly, the angular stability of the construct is reduced and could potentially lead to back out of the screw. The complaint situation could not be replicated and the limited provided information does not allow identifying a final root cause. However, the functional test of the locking screws with plate, using equivalent instruments, found them to be working properly. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the philos plate contains 12 threaded holes. It cannot be confirmed how many of them where used by the surgeon to mount the screws. The threads in the plate are slightly damaged but still measurable. The thread-zero-points of the holes were measured, compared to the specification and found to be within the allowed manufacturing tolerances. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Not sure if part was returned, returned date reported is exp. Date. Device history records was conducted. The report indicates that the manufacturing site: (B)(4), manufacturing date: 20. Nov. 2013, expiry date: 01. Nov. 2023, no ncr's were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows:it was reported that a philos plate was implanted. The patient returned to clinic and upon an x-ray taken, it was seen that 3 locking screws had became loose. Revision surgery took place on the (B)(6) another screw become loose and was no longer locked. This report is 2 of 2 for (B)(4).